Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in the left eye. The topical steroid dosage was increased. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s chief complaint was of very slight discomfort and vision not crisp. After the medical and surgical intervention was performed, the patient had no complaints and noted they are feeling much better. Patient reported symptoms are not interfering with daily activities. At this time, the patient is being managed. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.62 x -.37 x 45, left eye pre-op 20/20 -.62 x -1.37 x 92. This report is for the excimer laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation''s associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.